Manufacturer narrative:
Device is a combination product a synergy ous mr 2.25 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent identified damage to the proximal end of the stent. The stent struts in the first proximal stent strut row were lifted. The stent showed no signs of movement and was set between the proximal and distal markerbands. An undamaged section of the crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 20jun2019. It was reported that shaft kinked occured. Vascular access was obtained via the femoral artery. The concentric target lesion with a significant bend of >=90 degrees was located in the mildy clacified mid left anterior desceding artery. A 2.25mm x 24mm synergy ii des drug-eluting stent was advanced for treatment. However, while attempting to cross the lesion, it was noted that the shaft got an acute kink. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.